Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd posiflush¿ xs pre-filled flush syringe there was an issue with vomiting 2 hours after connection of parenteral nutrition that was flushed before infusion.

Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. In process inspections are performed for this product. The in process inspections include package seal confirmation for sterile integrity, blister packaging burst testing to confirm sterile integrity, endotoxin bioburden testing, ph testing, and environmental monitoring within the fill room. Final product is then tested for percent saline assay, ph level, subvisible particles, iron, heavy metals, and endotoxins. The in process inspections performed and the testing completed for the final product ensures that the product is fit for its intended use and that it meets standard requirements. Based on the limited investigation results, a manufacturing related cause could not be determined for this incident. The relevant in process and finished product inspections performed on the xs product per lot are as follows: in process: 20 units per hour of production sampled for blister pack integrity as confirmation of seal to confirm sterile barrier integrity. 8 units per shift for burst test on blister this is another integrity test to ensure that the sterile barrier is integral. -endotoxin bioburden, assay, and ph testing of every bulk lot of saline prior to release filling line and during filling. -product bioburden samples taken daily prior to sterilization -environmental monitoring of fill room performed bi-weekly. Finished product testing: %saline assay, ph, uv, subvisible particulate test, iron, heavy metals, endotoxin. The above testing is in place to ensure that the product is fit for its intended use and meets standard requirements for the product. There is no evidence that posiflush syringe was responsible for this reaction. A potential contributory factor maybe other medicinal products in use or administered at the time the patient¿s port was flushed.

Event description:
It was reported with the use of the bd posiflush¿ xs pre-filled flush syringe there was an issue with vomiting 2 hours after connection of parenteral nutrition that was flushed before infusion.